Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the magnetic lengthening system has stopped working since (B)(6). The surgeon attempted to lengthen the device in (B)(6) 2025 and was unsuccessful. The in-situ device is a juvenile tumor system (jts) (non-invasive) extendible distal femoral replacement.